Event description:
It was reported that the customer found missing days that had no data. The customer's blood glucose level was not reported. The insulin pump was replaced because of the creation of corrupt data. The product will return. Nothing further to report.

Manufacturer narrative:
Insulin pump passed self-test and displacement test. Insulin pump was monitored and no time change or reset on its own noted. Insulin pump was programmed with multiple boluses. All boluses were recorded in bolus history and daily total no history anomaly noted. Insulin pump was unable to download to care link due to multiple alarms noted in history screen. Insulin pump alarmed due to corrupted history file. Insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.